Event description:
The customer reported that following a diagnostic catheterization procedure in 2002, an attempt was made to deploy a vasoseal es. During the deployment procedure, the operator was unable to retract the j segment of the locator and after several tries, the deployment was aborted. The j segment was missing from the locator and remained in the patient. Flouroscopy was performed and the j segment was identified in the patient. It was not determined if the j segment was in the tissue tract or the artery. Hemostasis was achieved and the patient had good pulses. The patient was scheduled for surgery to remove the j segment.